Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: fraying occurred on the distal portion of the shaft. Damage insulation the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force and scrubbing with another object during use caused heat to insulation to degrade and rip. The unit used as a tool for mechanical displacement of tissue. The failure mode will be monitored for future reoccurrence. (B)(4). Mfg date: the device manufacture date is not known.

Event description:
It was reported that during a case fraying occured on the distal portion of the shaft when it was being used on the patient's joint. They replaced the wand and the new wand had the same issue. Although there was patient involvement, there was no adverse consequence.